Event description:
Patient underwent successful redo prosthetic aortic and mitral valve replacements after implant durations of approximately eight (8) years. The provided operative report indicates, " this is a (B)(6) woman who had had 2 previous valve operations for rheumatic disease. As hoped, she had a family while she had the tissue valve. And returned with prosthetic stenosis." Operative findings indicate, " interestingly, both valves, the leaflets themselves were not very heavily diseased, but, in both, the struts were in contact with the aorta or with the adjacent ventricle and fibrotic tissue had grown from the adjacent structure across and onto the valve leaflets, this pannus was the cause for the prosthetic stenosis. The atrial side of the mitral valve had no pannus visible. It was only on the ventricular side."

Manufacturer narrative:
Additional manufacturer narrative: the explanted device has been arranged for return and evaluation; however, it has not yet been received by edwards. Moreover, patient records are pending release. A supplementary report will be submitted with device evaluation, review of records, and event conclusions once completed.

Manufacturer narrative:
As received, leaflet 3 had a tear at commissure 1, tear measured approx 4mm in length. Leaflet 1 also had a tear at commissure 1, tear measured approx 2mm in length. Moderate calcification was observed in the cusp areas of leaflets 1 and 3, minimal to moderate calcification was observed in the cusp area of leaflet 2. Free margin of leaflet 1 and 2 exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited moderate to heavy calcification. Host tissue was heavy on the tissue inflow and encroached onto the tissue by a greatest distance of 8mm. Host tissue was moderate to heavy on the tissue outflow and encroached onto the tissue by a greatest distance of 6mm. Host tissue was moderate at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 3mm, leaflets 1 and 2 at commissure 2 by approx 4mm and leaflets 2 and 3 at commissure 3 by approx 3mm, all on the outflow aspect. Host tissue fused leaflets 2 and 3 at commissure 3 by approx 5mm on the inflow aspect. Device evaluation indicates calcific tissue degeneration and host tissue overgrowth as the primary causes of the reported valve failure leading to this explant. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. In this case, it is likely that this patient's age ((B)(6) years old), medical history (rheumatic disease, double valve failures) and disease stage may have contributed to this event. There is no information to suggest a device quality deficiency related to this event. No further action is required at this time, edwards will continue to review and monitor all events. Note: this report addresses the aortic explant; for the mitral explant event on the same patient, see report #2015691-2014-00039.

Event description:
It was reported by cvor via sales that a (B)(6) old female patient had both edwards aortic and mitral bioprosthetic valves explanted due to structural valve deformity. Photos of both valves were provided by the account.